Event description:
It was reported that the pump would make a grinding noise whenever a bolus was delivered. The customer's blood glucose level was as high as 247 mg/dl.

Manufacturer narrative:
The product has not een returned to evaluation. Should new relevant info become available a supplemental report will be submitted.